Event description:
It was reported that the left ventricular (lv) lead was not capturing. The patient was admitted to the hospital for observation and the physician planned to do further testing. No patient symptoms were reported and the lv lead remains in service at this time.

Manufacturer narrative:
This correction report is being submitted due to a change in the d2a common device name field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead was not capturing. The patient was admitted to the hospital for observation and the physician planned to do further testing. No patient symptoms were reported and the lv lead remains in service at this time.